Event description:
It was reported there was a power on reset (por) condition, when the patient attempted to recharge. The patient was getting 6 coupling bars. The patient was not able to adjust stimulation. The patient was instructed to recharge until she had at least the second half of the implantable neurostimulator battery flashing before trying to clear the por. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).